Event description:
A customer obtained an erroneously high troponin (accu tni) result for one patient. The initial result was 0.05 ng/ml. The sample was poured off and re-spun and a result of 7.17 ng/ml was obtained. Two more samples collected on the same day gave results of 0.04 ng/ml. The results were reported out f the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
Serum and 12x100 plasma tubes were collected and centrifuged at 4,750 rpm for 10 minutes. The initial sample was plasma and noted to be a "short draw". The instrument was performing within qc specifications. A field service engineer (fse) was dispatched: the fse completed instrument verification testing and alignments with good results. The fse ran low level qc. The fse explained sample handling issues to the customer. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.